Event description:
Patient reported, left side rupture. And replacement from textured to smooth, due to the patient concern of the implant. Later, healthcare professional, replacement from textured to smooth, due to the patient concern of the implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm, as it is a medical event not related to the device. Rupture: not observed. Additional observations: crease fold observed, deformation observed, yellow particles on the surface of the shell, wear abrasion observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and replacement from textured to smooth due to the patient concern of the implant. Device remains implanted.